Event description:
The customer reported that after about one minute of fluoro, the image goes dark, grainy, then goes black.

Manufacturer narrative:
The ge service rep was unable to reproduce the symptoms. He ran diagnostics through the utility suite, checked error / event logs but saw nothing to indicate a problem. System working as intended at this time.